Manufacturer narrative:
Additional info has been requested and received will be submitted on a supplemental report. Same pt event as MDR 8031020-2011-00036.

Event description:
During surgery, the screw head broke when the surgeon was about to remove it with the screw driver. Therefore, the surgeon inserted it in the screw head by using the extractor. The tip of extractor broke when the extractor were tightened. Therefore, the surgeon gouge the bone around the screw, and pulled out the screw.